Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with no power. Quality engineering identified failure code 814:01 to be the determined condition. This condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. The customer has declined to be contacted. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. Previous service on (B)(6) 2010 was for "no power." The batteries and battery harness were replaced.

Manufacturer narrative:
(B)(4). Device evaluation: the determined condition of a colleague infusion pump with failure code 814:01 was discovered and confirmed during product evaluation in the pump's event history. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: additional investigation is being conducted through (B)(4).